Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Cusa clarity 36khz handpiece (c7036) was returned for evaluation. The complaint evaluation was unable to conclusively verify the complaint as valid. No fault found. Device was tested and meets all specifications .

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the handle on the cusa handpiece (c7036) gets very hot. It is unknown if there was patient involvement; however, no patient or user injury was reported. Additionally, no surgical delay has been reported.